Event description:
It was reported that the sensor was not communicating with the pump. Customer stated that the pump did not alarm when his blood glucose level was low. Customer stated that his blood glucose level was running lower than normal due to not eating as much as he should had. Customer stated that the event occurred at the end of (B)(6). Customer's blood glucose level was 27 mg/dl. Customer treated with food. Customer has been experiencing lows for over an hour. Customer stated that the paramedics came to the residence. Customer was shaking, sweating, and having seizures. Customer was running lower than normal due to not eating enough carbs and a routine exercise. Customer stated that the health care professional did a factory reset and adjusted the basals and other settings. The pump appears to be functioning as designed. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.